Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. In addition to foreign material found clogging the nozzle, the evaluation findings are as follows: the light guide lens adhesion had peeling and cloudiness, the angle wires were insufficient (stretched) and had play, the objective lens adhesion had cloudiness, the bending section cover was discolored, the bending section cover adhesive was cloudy, the image guide (ig) snake tube was scratched, the ig corrugated tube was discolored and wrinkled, and switch buttons one and three (1 & 3) were scratched. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was poor air/water flow in the air/water supply. The issue was found during preparation for use, the diagnostic procedure (upper inspection) was completed with a similar device and there was no patient harm associated with the event. The device was returned and evaluated, and there was a foreign material found clogging the nozzle; this has been attributed to insufficient cleaning. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material clogging the nozzle appeared to be derived from the rubber used in the packing of the air/water supply button and the tubes used for cleaning, however, the material could not be definitively identified. The root cause of the issue could not be determined, as no additional reprocessing information was reported. The event can be detected/prevented by following the instructions for use which state: "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment". ¿inspection of entire endoscope¿. ¿9 visually check that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope¿. ¿inspection of objective lens surface cleaning function¿. ¿ cover the air/water button hole with your finger. Push the button while covering the hole. Ensure that water flows across the endoscopic image¿. Olympus will continue to monitor field performance for this device.